Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 19-jul-2018 with the following findings: a review of the black box showed no evidence of a short battery life. A call service 128 post-delivery motor alarm was recorded in the black box . The battery compartment and cap were undamaged and able to fit. The ez-prime steps were performed correctly. All current readings were within specifications. The allegation of a short battery life was unable to be duplicated. A call service 128 alarm occurred during the investigation. The pump cover was removed to find moisture corrosion to the continuous glucose monitoring module, the display circuit, and the keypad circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. The reporter was not able to provide further information during the initial complaint. There was no indication that the device caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.